Manufacturer narrative:
Conclusion: according to the information received, the recipient had no benefit from the device due to an extrusion of the electrode array into the external ear canal. Reportedly also an infection was present. In addition, during device investigation damage to the active electrode caused by device minute mobility was found. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
It is reported that the electrode array had extruded. A photo shows that the electrode array was found hanging of the external auditory canal in the left ear on (B)(6) 2020 and the user was hospitalized on (B)(6) 2020. The user underwent an external auditory canal repair and re-implantation on (B)(6) 2020.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It is reported that the electrode array had migrated out. A photo shows that the electrode array was found hanging of the external auditory canal in the left ear on (B)(6) 2020 and the user was hospitalized on (B)(6) 2020. Then he underwent an external auditory canal repair and re-implantation on (B)(6) 2020.